Event description:
It was reported that during a gastric bypass procedure, the device was placed in a lot of stress and due to angling with the camera and grasper, the gap between the trocar housing and cap assembly would increase. This increase in the gap would cause a loss of pneumo. No adverse consequences reported. The trocar leaked and was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.